Event description:
It was reported that the anterior lumbar disc prep modular anterior insertion ramp and inner shaft assembly was turning on insertion. The surgery was completed successfully with an unknown surgical delay. No adverse consequences or medical intervention were reported. This report is for the modular anterior insertion ramp.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that the anterior lumbar disc prep modular anterior insertion ramp and inner shaft assembly was turning on insertion. The surgery was completed successfully with an unknown surgical delay. No adverse consequences or medical intervention were reported. This report is for the modular anterior insertion ramp.